Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was cracked resulting in difficulties charging the pump. Reportedly, the pump "flew out of customers pocket and hit against a hard surface." There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5, h6 remove- 61, h6 add- 67, 1069 b5, h6 remove- 61, h6 add- 67, 1069

Event description:
It was reported that pump housing was damaged and cracked, resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.